Manufacturer narrative:
The device history record for the serial number was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2024, 1-day following the lock-in light treatment, the patient complained of achy and scratchy right eye (od) and presented in clinic with a single dendrite seen in the right eye. Antiviral medication was prescribed to treat the reactivation of herpes simplex ophthalmicus (hso). Rxsight's first awareness of this event was on 01/25/2024.

Manufacturer narrative:
Additional information is reported in sections a1, a3a, and b5. Corrections made in sections d1 and d2.

Event description:
A site reported to rxsight that on 01/25/2024, 1-day following the lock-in light treatment, the patient complained of achy and scratchy right eye (od) and presented in clinic with a single dendrite seen in the right eye. Antiviral medication was prescribed to treat the reactivation of herpes simplex ophthalmicus (hso). Rxsight's first awareness of this event for the right eye was on (B)(6) 2024. A site reported to rxsight that following the lock-in light treatment, the patient developed a dendrite in the left eye (os). Antiviral medication was prescribed to treat the reactivation of herpes simplex ophthalmicus (hso). Rxsight's first awareness of this event for the left eye was on (B)(6) 2024.